Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was in the hospital the last few days due to diabetic ketoacidosis. Customer stated that her husband was in the hospital and was having a number of issues, which made her stress go sky high. Customer was at the hospital with her husband when her blood glucose went high and she lost consciousness. Customer was taken from the room and treated. Customer was hospitalized on (B)(6) 2016 with a blood glucose reading of 226 mg/dl. Customer is still in the hospital and was wearing the pump at the time of the hospitalization. Customer was in the hospital when she had low blood glucose readings. Customer was off the pump at the time and was on an insulin drip. Customer's blood glucose was 45 mg/dl at the time of the incident and her current blood glucose is 144 mg/dl. Customer was treated with dextrose in her IV. Customer experienced lows twice at the hospital. Customer stated that the reservoir was manipulated while connected.